Event description:
It was reported that a stent damage occurred. The 90% stenosed, 20mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary (rca) artery. A 3.00x20mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, the physician noticed that the head of the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts on the distal end of the crimped stent were distorted & damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance when advancing to the lesion. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The 90% stenosed, 20mmx3.0mm target lesion was located in the moderately tortuous and moderately calcified right coronary (rca) artery. A 3.00x20mm promus element ¿ drug-eluting stent was selected for use to treat the lesion. However, the physician noticed that the head of the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).